Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/30/2017 with the following findings: the battery compartment was cracked with corrosion observed inside. The pump was opened and no moisture was found internally. Unrelated to these issues, the audio bolus button cover was missing and the leak test failed due to a bolus button leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed there was moisture in the pump, and the battery compartment was cracked. This report is made based on results of investigation completed on 01/30/2017.